Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01716. This report is being submitted as additional information. The patient age and weight was not provided. The serial number of the device was requested but not provided, therefore the approximate age of device and manufacture date are not known. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported no external power event was confirmed through evaluation of the collected system controller log file. However, a specific cause could not be conclusively determined through this evaluation. On (B)(6) 2017 at 11:50pm a no external power alarm was recorded. The alarm was consistent with a loss of external power while the system controller was connected to an mpu. The system controller's internal backup battery powered the pump without issue during this event. Requests were made for the serial number of the mpu in use at the time and whether it was upgraded with the v-lock power cable connector, however, no further information was provided. The hmii IFU describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that a brief no external power alarm occurred on (B)(6) 2017 at 11:50 pm. The manufacturer¿s product performance engineer reviewed the log file and observed a loss of external power while connected to a mobile power unit (mpu). It was recommended to check whether the mpu was in use had the upgraded v-lock connection and if the customer/patient recalled what occurred during this event. Additional information was requested, but not provided.